Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient received a shoulder implant on (B)(6) 2019 due to a 4-fragment fracture of the proximal epiphysis of the right humerus with a head split of the upper articular surface and a large tissue compression defect. Fifteen months after implantation, loss of external rotation was confirmed on clinical examination, elevated crp-value on laboratory testing, and inflammation on CT and radiographic examination. Additionally, loosening was reported. The patient underwent a two-stage (spacer) revision due to mrse. Initial treatment with vancomycin, teicoplanin and doxycycline. After reimplantation, treatment with doxycycline and rifampicin. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned. Review of product documentation: device purpose: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr: no ncr with a potential correlation to the reported event was found. Sterilization certificate: the sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificates of the affected lot numbers have been reviewed and were found to be according to specifications. Conclusion: it was reported that the patient received a shoulder implant on march 04, 2019 due to a 4-fragment fracture of the proximal epiphysis of the right humerus with a head split of the upper articular surface and a large tissue compression defect. Fifteen months after implantation, loss of external rotation was confirmed on clinical examination, elevated crp-value on laboratory testing, and inflammation on CT and radiographic examination. Additionally, loosening was reported. The patient underwent a two-stage (spacer) revision due to mrse. Initial treatment with vancomycin, teicoplanin and doxycycline. After reimplantation, treatment with doxycycline and rifampicin. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The irradiation certificates of the affected lots were reviewed and found to be in compliance with specifications. In addition, no trend regarding infection was observed in the affected product families. Therefore, it is unlikely that an unsterile device caused the infection that occurred 15 months after implantation. The reported loosening could not be evaluated due to lack of information. It is possible that the loosening was a result of the infection. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00350-1, 0009613350-2020-00352-1, 0009613350-2020-00354-1, 0009613350-2020-00351-1.

Manufacturer narrative:
Medical products: glenosphere 36 mm diameter; catalog #:00434903611; lot#:64083359; base plate 15 mm post length uncemented; catalog #:00434901500; lot#:64141404. Therapy date: (B)(6) 2020. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to stem loosening and infection.